Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a blank display, low battery issues and it alarmed unexpected restart. The customer's blood glucose was 127mg/dl. The customer also mentioned a crack around battery compartment. The customer was advised to discontinue the use of the insulin pump and revert to back up plan.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump passed a21 test and self-test. No unexpected a21 error alarm noted during our testing. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, cracked case at the display window corner and missing the end cap sticker.